Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting, location of blockage was not identified. Customer changed pump supplies and reportedly, resumed pump therapy. Customer's blood glucose was 432 mg/dl.